Event description:
The end user fell when he sat on the seat of the rollator and the wheel came off.

Manufacturer narrative:
It was reported that the end user fell when he sat on the seat of the rollator and the wheel came off. He suffered two fractured ribs. No treatment was initiated as a result of the fractures. The sample was returned and evaluated. The condition of the device was worn and an excessive amount of dirt, dust and grime was present. The tread on all four tires was almost completely worn down. Rust was identified on the frame located under the seat. The right front caster bolt was found to be stripped. The right front set screw for the caster was missing. There was evidence that it had been present at one time. It is not known when the set screw may have come out or been removed. The missing set screw may have been a contributing factor to the wheel falling out. The front lower bar of the frame exhibited multiple scratches. The daughter did not know if maintenance had ever been performed on the device.